Event description:
Patient arrived to clinic on 12/16/2022 with reported vad alarms. On review of vad downloaded records, alarms noted on (B)(6) and (B)(6). Noted kink to bend relief of driveline near controller with previous midline repair. X-ray inconclusive at this time. These alarms are consistent with hm2 short to shield phenomenon. Pt is admitted (B)(6) for planned electrical repair. Abbott electrical engineers performed splicing of driveline proximal to suspected fracture to new controller. Patient performed movement in an attempt to repeat alarms. No alarms generated at this time.